Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: the patient was preoperatively diagnosed with failed back syndrome, l4/5,l5/s1 disk herniations and underwent the following procedures: l4/5, l5/s1 anterior lumbar diskectomy and fusion with prosthetic allograft dowels and bone morphogenic protein. As per the op notes: ¿a twin barrel reaming guide was carefully impacted into position. Four 20 mm dowels then reamed to a depth of 29 mm carefully re-exploring the disk space to remove all loose material and after tapping to the same depth once again irrigated with antibiotic saline and then threaded in two 20 mm allograft bone dowels packed with bone morphogenic protein sponges.¿